Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a sensor error message with the adc device, and reported that due to this the customer required third-party intervention. However, no further details could be obtained as the call disconnected. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and valid serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a sensor error message with the adc device, and reported that due to this the customer required third-party intervention. However, no further details could be obtained as the call disconnected. There was no report of death or permanent injury associated with this event.